Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula breaking off. The following information was provided by the initial reporter: the np needle was broken.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula breaking off. The following information was provided by the initial reporter: the np needle was broken.

Manufacturer narrative:
H6: investigation summary one open 32 g x 4 mm pen needle sample and 2 photos were returned from lot. No. Unknown, cat. No. 320559. Visual examination was carried out on the returned sample and photos and broken non patient end was observed. No clog test could be carried out due to the condition of the returned sample. As confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. No DHR review can be carried out as lot number is unknown.